Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported the set screw would not tighten around the lead. There were no known contributing factors. They tried multiple times and it failed to tighten, the issue was resolved by using a new ins. No patient symptoms were reported.